Manufacturer narrative:
This product is registered as a combination product.

Event description:
During initial implant, the insulation of the right ventricular (rv) lead was damaged while tying down the suture sleeve, resulting in an inability to insert the stylet into the rv lead. The physician alleged the insulation damage was due to a malfunction of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray examination found the inner coil was compressed/damaged in one location due to procedural damage. Stylet insertion test found obstruction/restriction in the compressed/damaged inner coil region and the stylet was not able be fully inserted in the inner coil due to procedural damage. The reported event of failure to advance stylet was confirmed. The cause of the reported event of failure to advance stylet was due to the compressed inner coil at the suture tie region.